Manufacturer narrative:
(B)(4). This lot was manufactured from september 4, 2014 to september 5, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed white particulate matter floating in fluid of the reservoir. Fourier transform infrared spectroscopy identified the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter in a large volume intermate device. The device was reportedly compounded with doxitaxel. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.